Event description:
It was reported that the pump shut off unexpectedly and the wake button was delayed in responding to touch. Customer confirmed pump display turned on when plugged into a power source. Customer also reported pump must stay plugged into a power source to continue using the pump. Customer's blood glucose level was 108 mg/dl. Customer continued to use the pump for insulin therapy; however a replacement pump was sent to the customer.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.